Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not alarm when the tubing was clamped distal to the device. On an unspecified date and time, the device was programmed to deliver unspecified concentration of dopamine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that during tubing set change, the clamp on the tubing set was closed according to the user facility's procedure. After the tubing set change procedure was complete, the delivery was restarted. After an unspecified length of time, a nurse noted the clamp on the tubing set was closed. No audible alarm tone was noted. The nurse opened the clamped on the tubing set with a "resultant spike in bp." No medical interventions were required. At an unspecified time, the device was removed from clinical service. There were no reported adverse pt sequelae. Though requested, no additional info was provided.